Manufacturer narrative:
B3. Date of event: exact date of event is unknown; therefore, first day of the bsc aware month was selected.

Event description:
It was reported that at the four week follow-up of this patient's artificial urinary sphincter (aus) implant, the physician was unable to activate the pump and reported it was due to fluid loss from the system. A revision surgery is anticipated in five weeks. The patient reported being unsatisfied with the pain and suffering that the device has caused. There were no additional patient complications reported.